Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event.

Event description:
It was reported that the starclose se device would not snap into the introducer sheath relative to an unspecified procedure. The method to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported loose or intermittent connection of the exchange sheath could not be could not be based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported loose or intermittent connection of the exchange sheath could not be determined based on the returned device condition. Factors that contribute to loose or intermittent connection of the exchange sheath may include, but not limited to, the user assumes there was an audible click during step to attach the sheath to clip applier, when there was not; the plunger is set (click #2) before attempting to attach the exchange sheath with the clip applier. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.